Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported problem was not confirmed, as the device was inspected and tested for three days but no error message was reproduced. The device was returned to the customer unrepaired. The device has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus (omsi) field service engineer (fse) was informed that the customer visera elite ii video system processor is ¿not working¿. The fse inspected the processor and found the touch panel blacks out intermittently during maintenance. The customer problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, error code e117 was not reproduced and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.